Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services and were hospitalized due to diabetic keto acidosis and high blood glucose level on (B)(6) 2021. Customer¿s blood glucose level at the time of hospitalization was 600 mg/dl. Customer did report symptoms at the time of hospitalization as nausea and feeling sick. The customer was treated with intravenous insulin drip for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using the auto mode feature at the time of event. The insulin pump will not be returned for analysis.